Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported readings of 110 mg/dl at 20h30, 79 mg/dl at 21h00 and 42 mg/dl a little later were obtained on the sensor scan on (B)(6) 2019. The customer did not report any specific symptoms as of the result of the readings however; could not administer self-treatment. Caregiver called emergency and customer was hospitalized, and treated by a healthcare professional (hcp) who gave him infusion throughout the night, insulin injection and doliprane (acetaminophen) for ache and pain. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported readings of 110 mg/dl at 20h30, 79 mg/dl at 21h00 and 42 mg/dl a little later were obtained on the sensor scan on (B)(6) 2019. The customer did not report any specific symptoms as of the result of the readings however; could not administer self-treatment. Caregiver called emergency and customer was hospitalized, and treated by a healthcare professional (hcp) who gave him infusion throughout the night, insulin injection and doliprane (acetaminophen) for ache and pain. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.